Event description:
It was reported that the pt has a visible csf leak from her spinal wound with no headache symptoms. A catheter dye study was done and revealed a "small wisp of dye" at the anchor site. The pt had a catheter revision; the spinal wound did not have an obvious leak. A portion of the catheter (38cm) was removed and replaced with the spinal segment revision piece. The pt also had a blood patch, since the leak was not seen during the revision surgery. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.